Event description:
The affiliate stated the customer reported less than five milliliters of fluid leaked through pinch valve vl88 from the blood sampling valve (bsv) area involving the coulter lh 780 hematology analyzer. The customer indicated the fluid was contained within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face visor and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing between pinch valves vl59 and vl64, at the blood sampling valve (bsv), and resolved the reported issue. The fse proactively replaced all associated tubing around the shear valves, vl85 and vl87. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tubing connected to the blood sampling valve (bsv). A definitive root cause is unknown. (B)(4).